Event description:
It was reported that a patient underwent debridement of the nodule and the tibial tunnel after reporting persistent medial knee pain for 2-3 weeks. Upon examination, it was noted the patient had an intact acl graft and menisci. Also, the male patient had an increased t2 signal intensity within the marrow surrounding the tibial tunnel, and am increased t1 and t2 signal intensity within the tibial tunnel surrounding the graft. No residual screw fragments were apparent. The patient elected to undergo debridement of the nodule and the tibial tunnel. Debrided material was analyzed and determined to be calcite crystals. This information was obtained through a literature review: post-operative condition after use of calaxo screws. Storey tf, montgomery wj, bush ch, moser m. Magnetic resonance imaging appearance of anterior cruciate ligament reconstruction using calaxo screws. Skeletal radiol. 2011 feb; 40(2):229-32. Epub 2010 aug 25. Pubmed pmid: (B)(4).

Manufacturer narrative:
Corrections were applied.